Manufacturer narrative:
This event took place at (B)(6) university in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted on (B)(6) 2020, and around post-operation day 10, the patient was reported to have had pus like drainage noted around the chest tube. The wound was cleaned everyday but the infection could not be controlled. The pump was explanted on (B)(6) 2020. The patient was placed on ECMO.

Manufacturer narrative:
Section b5: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the pump was working fine. The patient had pump explanted due to infection and no device has been implanted so far. The plan of care was to implant a heartmate 3 once the infection was gone.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection could not be conclusively determined through this investigation. The evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. (B)(6) was returned assembled with the pump cable being severed approximately 6.0¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. An approximately 4.0¿ segment of sealed outflow graft was returned attached to the pump cover outlet port, along with an approximately 0.5¿ segment of disengaged outflow graft bend relief. The outflow graft bend relief collar was also returned separate from the device. The apical cuff was not returned. Visual inspection of the smooth and textured blood-contacting surfaces of the device did not reveal any depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device log files retrieved from the returned device appeared to capture the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 08mar2020. The heartmate 3 left ventricular assist system instructions for use (IFU) contains the following information: section 1 lists infection as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.